Event description:
Ous MDR - during inflation the balloon burst before reaching 20 atm. Therefore the whole device was removed from the patients body.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned pantera leo revealed that the balloon was fully deflated and contained blood residues in the inflation lumen. At a pressure of 7 atm a fine jet of water (pin hole) was observed distal to the distal balloon marker. Further microscopic analysis showed scratches on the balloon surface nearby the 0.5 mm long damage site. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined. The final root cause for the reported rupture is most likely related to the severe calcification of the vessel.